Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim with operative report for implantation was received. Patient is bilateral (left side was entered in a separate complaint). Patient is considering having his right-sided implant revised, but there is no known reason. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, chromium levels of 2.6 ppb and cobalt levels of 21.7 ppb.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
(B)(4) - legal claim with operative report for implantation was received. Patient is bilateral (left side was entered in a separate complaint). Patient is considering having his right-sided implant revised, but there is no known reason. Update 8/22/2013 litigation papers received. Litigation alleges pain, chromium levels of 2.6 ppb and cobalt levels of 21.7 ppb. Update 10 nov 2014 - der rcvd. Updated dor, and cup and head products. Added stem, sleeve, patient weight and height, surgeon and sales rep info.